Event description:
This lead was capped on (B)(6) 2007 for a unk reason and was removed during a system extraction due to vegetation on (B)(6) 2012. The hospital retained this device. Should add'l info become available, this file will be updated.